Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Apex pin tip broke off in near cortices of patients left tibia. Surgeon extracted the tip with a quick out. He used another apex pin to complete the surgery.

Manufacturer narrative:
Evaluation summary: the reported incident that self-drilling half pin apex ø 3mm, 110 x 25mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate size selection. This was a tibia surgery and the surgeon used a 3mm diameter pin. Please note that the operative technique reads: ¿'among others, the pin diameter influences axial frame rigidity. This is because the stiffness of the pin is a function of the forth power of the diameter. As a guideline one might use the following diameters: [¿] ¿ tibia: 5mm apex pins¿ [original statement] however, r&d maintenance took over this failure mode within the framework of a potential recurring situation identification board and reported the following: ''the potential to improve the insertion behaviour shall be investigated. Tolerance field of the tip is to be reduced.¿ nc has been opened and will address this failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Product was lost.

Event description:
Apex pin tip broke off in near cortices of patients left tibia. Surgeon extracted the tip with a quick out. He used another apex pin to complete the surgery. Primary surgery.